Event description:
The patient experienced a loss of stimulation sensation on the right side of his body. The implantable neurostimulator had two active programs, 'each one to stimulate each side of the patient's body'. Group impedances were 514 and 760 ohms respectively for programs 1 and 2 measured at an amplitude of 1.5 volts, a pulse width of 210 microseconds and a rate of 60 hertz. When using program 2 alone, the patient did not feel any stimulation even when the amplitude was increased to 10.5 volts. The patient felt no tingling or shocking at the lead-extension junction or at the extension-neurostimulator junction. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.